Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir compartment was broken its cracked a lot of pieces of the plastic was coming off and also the rubber gasket came off. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed for damage and noticed the reservoir was able to lock in place. The insulin pump will be returned for analysis.